Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had cracked reservoir tube lip, missing address/serial number label, missing end cap sticker, cracked reservoir window, end cap, battery tube threads, and cracked case near the display window corners.

Event description:
The customer reported that the insulin pump alarmed while priming. The blood glucose reading was 173mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer stated that the label from the back of the insulin pump was missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.